Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested as abdomen pain and cloudy effluent. On that same day, the patient was hospitalized for peritonitis. The patient was treated with ceftazidim (250 mg x 4/days, route not reported) and cefazolin (250 mg x 4/days, route not reported) and then with amikacin (dose, frequency and route not reported) and bacque (dose, frequency and route not reported) for peritonitis. The patient was transferred to another hospital and was treated with tienam (dose, frequency and route not reported) and ciprofloxacin (dose, frequency and route not reported). Three weeks after the hospitalization, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was born in 1935. It was reported that the ethnicity of the patient was (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.